Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported ¿irrigation issue¿ is inconclusive. Based on the information obtained, the root cause of the reported ¿anterior chamber instability¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the ophthalmic system exhibited irrigation failure then, a big anterior chamber instability of the eye occurred on two patients during the ultrasound for cataract surgery (with (iol) intraocular lens implant). The anterior chamber instability of the eye was not a product defect, but occurred due to a problem with the way the sleeve was attached to the tip. The surgery was continued and completed as it was (without product replacement) while being careful of the anterior chamber instability. The involved eye was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.